Event description:
It was reported that the patient underwent a sling procedure during 2003. During the surgery, the needle of the sling device perforated the bowel. This was undetected by the physician. Post-operatively, the patient complained of severe abdominal pain. Ultrasound and blood analysis were performed, and peritonitis was suspected. On the second postoperative day, emergency surgery was performed. During surgery, the patient went into septic shock and expired.